Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In early 2008, the pt presented with an emergent transaction. The pt was in a motor vehicle accident. A gore tag thoracic endoprosthesis was implanted to treat the pt. At the 3 month CT follow-up on three months later, an infold was evident at the proximal end of the tag device. On the next day, the pt was seen for chest pain. On one day later, the physician decided to re-balloon the original implanted device and reline the device with a second tag device. The pt is reported to be well.